Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested on 04/07/2009, 04/09/2009, and 04/16/2009 by phone, fax and mail. A completed questionnaire has been received.

Event description:
A surgical coordinator reported a patient with poor near and distance vision following bilateral intraocular lens (iol) implant surgeries. The patient stated that his "eyes are not working together". The lens for the right eye was exchanged for a different model. The patient was reported to be doing well and satisfied with the replacement lens. The lens for the left eye remains implanted. Additional information has been requested. There are two medical device reports associated with this event. This repot is for the right eye.